Event description:
It was reported that the patient developed an infection and erosion on the implantable cardioverter defibrillator. The system was explanted. The patient's condition was fine throughout the procedure. No more information was provided.